Event description:
In 1997 - bil breast augmentation with mentor saline implants. In 2003 - deflation right breast implant. In 2003 - pt. Underwent bil capsulectomy and implant removal. Augmented with mentor saline implants bil.